Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, when opening the g5 application, it resets, and then data is missing. No additional patient or event information is available.